Event description:
Event description updated: it was reported by the sales rep that during sterile processing on 9/13/2023 it was observed that the jaw of the expressew iii w/o hook would not open. During an in-house engineering evaluation, it was determined that the auto capture jaw was not working, the jaw did not maintain the grip pressure when its closed, and it was loose. There was no procedure involved. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is unknown. UDI - (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed wear marks on the device. To test its functionality, when the trigger is fully depressed, the jaw is not opening or closing, the pin jaw to shaft is not in it place. The pin jaw to shaft was found damage; the auto capture jaw was not working, the jaw doesn¿t maintain the grip pressure when its closed and it was loose. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection, this complaint can be confirmed. The possible root cause holding issue can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per instructions for use (IFU), it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during sterile processing on 9/13/2023 it was observed that the jaw of the expressew iii w/o hook device would not open. There was no procedure involved. No additional information was provided.